Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd broviac line had cracks/microchannel issues during use. The following was reported by the initial reporter: "on (B)(6) 2021, product surveillance received an email regarding an issue of broviac line (product code: unknown, lot: unknown). It was reported that patient has external fracture to line. Patient has been advised to attend hospital to have line reviewed. No adverse event reported."

Manufacturer narrative:
H6: investigation summary : no samples were received for investigation of complaint. The customer appears to indicate that a leakage was observed from damage to the tubing above the clamp, and that it was observed after the infusion was completed; however no further information was available regarding the product code or lot number of the affected product. Without the model code or lot number of the affected product it has not been possible to determine the manufacturing site for the alleged defective bd product and therefore it has not been possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that an unspecified bd broviac line had cracks/microchannel issues during use. The following was reported by the initial reporter: "on 16-apr-2021, product surveillance received an email regarding an issue of broviac line (product code: unknown, lot: unknown). It was reported that patient has external fracture to line. Patient has been advised to attend hospital to have line reviewed. No adverse event reported."